Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient fell and had to undergo a revision surgery. The surgeon removed the regular stem and implanted a long stem 7 months after the initial surgery.